Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually analyzed and the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Next, the functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. Then the catheter was put through a flushing inspection which revealed that there was a leak in the tubing. Lastly, microscopic testing revealed that there were cuts in the tubing irrigation. Specifically in the proximal part where it meets the syringe connector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported at the beginning of an ablation procedure involving an blazer open-irrigated, the irrigation tubing of the catheter was broken. No patient complications were reported. The device has been returned to boston scientific and analysis completed.